Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was burnt and unable to deliver pulses within spec. The root cause for burned trunk cable could not be positively identified. No adverse event resulted from the damaged belt. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing. A patient received an inappropriate shock. Oversensing of cardiac activity contributed to the false detection. The response buttons were not pressed during the event. The delivery of a 17j shock indicates one or more of the therapy electrodes were not on the skin. The patient went to the hospital for further evaluation. No injury was reported from the treatment. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing. A patient received an inappropriate shock. Oversensing of cardiac activity contributed to the false detection. The response buttons were not pressed during the event. The delivery of a 17j shock indicates one or more of the therapy electrodes were not on the skin. The patient went to the hospital for further evaluation. No injury was reported from the treatment. No deficiencies were alleged against the device.

Event description:
A patient received an inappropriate shock. Oversensing of cardiac activity contributed to the false detection. The response buttons were not pressed during the event. The delivery of a 17j shock indicates one or more of the therapy electrodes were not on the skin. The patient went to the hospital for further evaluation. No injury was reported from the treatment. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.